Event description:
It was reported that externalized conductors and lead noise were observed on the lead. The lead was capped on (B)(6) 2017. There were no adverse consequences to the patient during and post procedure.